Manufacturer narrative:
This device is distrubted outside the united states; however it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
During a side branch stenting procedure, the stent struts flared while the stent delivery system was being manipulated. There was no pt injury. Also, the product was used after its expiration date.